Event description:
It was reported that pump displayed malfunction code and stopped working, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump in storage mode and return it within 10 days, and was informed that replacement pump would be shipped under warranty; customer also understood need to program pump settings, connect continuous glucose monitor to replacement pump, and select appropriate setup option when starting new device.